Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue but replaced the vio integrated electrosurgical generator unit (iesu) to narrow down the problem. The fse advised customer to check their set up and check cables to ensure functionality. System was tested and verified as ready for use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does show patient identifier (B)(6) as a related complaint (same issue on a different date).

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that monopolar would not fire. They replaced the monopolar instrument cable twice with the same result. They also tried the second monopolar port without success. Nurse did not know exactly how old the instrument cables were. The tse explained them that actually the system was not seeing any monopolar instrument connected, most likely due to defective cables. Live logs were clean and are not sowing any recognition/ engagement issue with the monopolar instrument, that they installed in 2 different arms. The instrument connector was properly oriented and fully inserted. The tse asked to perform the following: 1.- check that the pogo pin in the port was out and has a spring effect 2.- get a brand-new monopolar cable 3.- restart the generator whenever possible. As it was not possible at the moment of the call, they would perform the troubleshooting steps as soon as possible and call back. The customer called back after procedure to report that they checked the pogo pin and tried another monopolar cable without any improvement. They also tried 2 other monopolar instruments that did not bring any improvement. The tse explained that most likely the issue can still be related to the use of "old cables": they did not have the number of uses under control, and they could not open a brand new cable to check. They completed the surgery using a valley lab generator connected to the vision side cart (vsc) with its dedicated cable. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical generator unit (iesu) generator associated with the customer-reported complaint. The unit was analyzed and the reported failure was not confirmed and not replicated. An observation that was not related to the reported complaint was that the front frame was cracked.